Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Explant date: explant is in the future. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed an opening and broken in the radius side assessed as to surgical damage also have missing piece of the shell and opening sharp assessed as to unidentified tear opening. Additional observations: white particles in the surface of the shell, no further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. The device has been explanted.